Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the device change out procedure for normal battery depletion, the right atrial (ra) set screw was unable to be loosened and the ra lead was unable to be removed from the pacemaker. The ra lead was surgically abandoned and the pacemaker explanted as planned. A new pacemaker and lead were successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found that the atrial lead was stuck in the right atrial (ra) chamber. Visual inspection noted that body fluid in and around the atrial ring terminal block and in the atrial lead barrel. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Analysis determined that body fluid migration into the atrial lead barrel caused the difficultly in lead removal as all four setscrews on the pacemaker header moved freely. During analysis, the ra lead was unable to be removed from the header.